Event description:
Extension set - microbore tubing for medication administration cracked at connection site. During patient handoff, blood was backing up at uvc site. Microbore tubing noted to be cracked and leaking. No pt harm or medical intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
MFR's report date: 03/19/2015. Internal file no.: (B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Manufacturer narrative:
(B)(4). The customer's report that the used microbore tubing cracked at the connection site with blood back up was not confirmed. During the visual inspection it was observed that the used extension set was missing the distal male luer approximately 60" from the female luer. No crack was noted, and no damage or anomalies were observed. Functional testing on the used extension set was not performed because the male luer was missing from the distal end of the tubing. The root cause of the crack at the connection with blood backing up at uvc site was not identified. It is not known what caused the cracking and blood back up to occur during the patient event because the location of the leak was not definitively identified by the customer, and upon receipt of the set, the entire distal male luer was missing.